Event description:
The customer reported that the system x-ray button sticks and continued to x-ray after the button was released. This happened outside a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray button was replaced during the service call. The system was tested and found to be working as intended and put back into service.